Manufacturer narrative:
(B)(4). Date sent: 7/17/2023 d4: batch # t46u19 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that twelve ecr60b reloads were returned inside its unopened package. The package was visually inspected, the lot t46u19 number was reviewed, and was not found in our quality tracking system. Also, the reloads from batch t4c308 was reviewed. Upon further investigation, we found that this batch number is not found in our quality tracking system. The artwork printed on the tyveks was reviewed and compared with our system and printings, and did not match the artwork print based on several inconsistencies noted. The received complaint sample is confirmed as counterfeit product.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Investigation summary : upon visual inspection of the photos, the following was observed: two files were received: the first files was received with 10 photos. The first, second, third, fourth, and fifth photos show an individual carton with product code ecr60b, lot # n4l53n, exp. Date: 2024-09-30. Lot number was reviewed, and it belongs to a har9f device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2021-01-31. The sixth, seventh, eighth, ninth, tenth photos show 12 reloads 60mm inside of the sterile packaging, with product code ecr60b, lot # t46u19, 2024-09-30. The t46u19 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. The second file was received 11 photos. The first and second photos show some gold and blue reloads 60mm inside of the sterile packaging. The third, fourth, fifth, and sixth photos show reloads 60mm inside of the sterile packaging, with product code ecr60d, lot # t46p24, 2024-09-30. The t46p24 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. The seventh, eighth, ninth, tenth, and eleventh photos show reloads 60mm inside of the sterile packaging, with product code ecr60b, lot # t46u19, 2024-09-30. The t46u19 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.